Manufacturer narrative:
There was no evidence of any damage or manufacturing deficiencies in the pod that could cause difficulty of injection into the fill port. The syringe used by the customer was not returned with the device. The device was returned with the cannula fully deployed. Inspection of the exposed portion of the soft cannula found it to be kinked. The damage did not prevent the flow of fluid during testing. The data from the pod shows no high pulse widths that would indicate difficulty to deliver insulin. The device functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 351 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported that when filling the pod, the insulin was difficult to push into the fill port. As treatment, patient removed the pod and a manual injection of insulin (8 units) was delivered. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 9:10am, bg(mg/dl): 85, cho(g): bolus(u): 9:20am, 70, 7, 11:20am, 285, 2; 11:45am, 8 (manual injection); 12:18pm, 351, 1:25pm, 338.